Event description:
It was reported that this right atrial (ra) lead got dislodged during right ventricular (rv) lead revision. This lead was revised and remains in service. No additional adverse patient effects were reported.